Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant a warning was noted for undefined high impedance on the right atrial (ra) lead. The lead was revised and measurements returned to within normal limits. No patient complications have been reported as a result of this event.